Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "clips dislodge from their track very easily" were the clips feeding into the jaws and dropping or ejecting without being fired? When the "smallest nudge or excess tissue seems to dislodge clips" were the clips dropping from the jaws without being fired?

Event description:
It seems the clips dislodge from their track very easily and can cross on closing (as distinct from crossing clips which is poor technique). The smallest nudge or excess tissue seems to dislodge clips. This particularly occurs when for example sweeping the cystic duct upwards to ensure no stones left or if structures are slightly inadequately cleared or space tight.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: can you please clarify, when the "clips dislodge from their track very easily" were the clips feeding into the jaws and dropping-yes or ejecting without being fired. No. When the "smallest nudge or excess tissue seems to dislodge clips" were the clips dropping from the jaws without being fired? Yes.